Event description:
It was reported that the customer had performed their own service to resolve the issue of error code 00010 cycle power.

Manufacturer narrative:
(B)(4). To resolve the error code 00010 cycle power malfunction, the customer ordered and replaced the control pca. There was no report of pt involvement or adverse pt impact. The customer reported that the device was returned to use.